Event description:
It was reported that balloon rupture occurred. A 7.0x40x135 cm express ld vascular stent was advanced for dilatation. However, during inflation, the stent did not expand as it was thought that maybe because the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 7.0x40x135 cm express ld vascular stent was advanced for dilatation. However, during inflation, the stent did not expand as it was thought that maybe because the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device was simply, and completely, removed from the patient's body. A balloon rupture was not noted, but the customer suspected that the balloon was ruptured. No visible pinhole was noted on the balloon.